Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty attaching a connector to the cartridge because a protective guard covered the internal needle, preventing puncture and connection; troubleshooting and education were provided, and replacement supplies were shipped. Symptoms included no reported clinical effects. Outcomes included no injury, health impact and no medical intervention. Investigation included customer troubleshooting over the phone with request for photographic evidence. Investigation of this case revealed a use-related inability to seat the connector due to the guarded needle design, consistent with a connector component interface issue. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connector handling and orientation.